Manufacturer narrative:
According to the field, the ICD will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implanted implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2368 ohms. Oversensing of noise and the delivery of inappropriate anti-tachycardia pacing and shocks were also noted. The physician believed the rv lead was fractured. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.